Event description:
This lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2011 due to suspected infection. Patient is pacer dependent. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).